Event description:
Based on additional information received on 21-jan- 2016, this case initially assessed as non-serious was upgraded to serious (as the patient received cortisone as corrective treatment (seriousness criteria: required intervention) and the case became medically confirmed. This unsolicited device case from (B)(6) was received on 30-nov-2015 from a patient. This case involves a (B)(6) years old male patient who received treatment with synvisc one and later had pain in right knee. The patient received synvisc one (8 months back) and the injection worked for 6 months (no pain). No medical history was reported. Concomitant medications included cholesterol for cholesterol, acetylsalicylic acid for blood and an unspecified medication for blood pressure. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (indication, batch/ lot number and expiration date: not provided) into right knee. Patient received the injection in an emergency room and the procedure took about 30 seconds. Patient was receiving the synvisc one to delay getting a knee replacement. On (B)(6) 2015, a day after receiving treatment with synvisc one, the patient developed severe pain in right knee. It was reported that the pain did not disappear. Patient felt pain that continued the next day. Patient contacted the physician office and was told that this was normal and to allow 2 weeks. Further reported; the patient's knee was not any larger than normal. Also the synvisc one was not purchased in advance, instead it was provided to the patient at the hospital so the patient had no knowledge of lot/expiration. The patient stated that he had no improvement after receiving synvisc one this time (whereas the earlier synvisc one injection worked well for months). It was reported that the patient would be receiving cortisone on (B)(6) 2015. It was reported that the adverse event was not related to the preexisting condition. Corrective treatment: cortisone outcome: not recovered/not resolved a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: possible (synvisc one is considered to have contributed to the adverse event) seriousness criteria: required intervention additional information was received on 02-dec-2015. Patient's age and gender was added. Concomitant medications and concurrent conditions were added. Dosage regimen of synvisc one was updated. Clinical course was updated and text was amended accordingly. Additional information was received on 04-dec-2015. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 09-dec-2015. Suspect product start date was updated. Start date of previous injection was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 21-jan-2016 from a physician. The case initially assessed as non-serious was upgraded to serious. The product start date was updated from (B)(6) 2015. The event the pain did not disappear (device ineffective) was updated to pain in right knee and the details were added. Clinical course was updated and text was amended accordingly.